Manufacturer narrative:
Results - a conclusive root cause could not be determined for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon was partially filled with blood. There was no other damage noted to the sds. The indeflator used in the procedure was not returned. A new indeflator filled with water was used in an attempt to pressurize the balloon to rated burst pressure. There was a longitudinal rupture in the middle section of the balloon, the rupture was at the distal edge of the proximal seal for a length of 1 cm. There were no scratches visible. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It was reported that the stent was placed and deployed with no issue; however, the balloon ruptured at 14 atm. Analysis of the sds noted blood and contrast visible in the inflation lumen. This is consistent with the reported information that the device was prepared for use and inserted into the body. In addition, the balloon was partially filled with blood, which is consistent with a rupture/pinhole. A longitudinal rupture was confirmed at the proximal end of the balloon. Scanning electron microscopy (sem) analysis results attribute the rupture to mechanical damage, with damage, peeing and longitudinal lines observed at and near the failure area. Damage of this type can result from an interaction with patient anatomy and / or interaction with accessories (rhv, gc). The used accessories in the case were not returned for analysis, which would have aided in the investigation. The lot history record was reviewed and one non-conforming material report (ncmr) was written for this lot; however, there does not appear to be a relationship between the ncmr and the product experience. All on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. In this case, it would appear that the balloon rupture was related to the circumstances of the procedure and not a product quality issue. However, a conclusive root cause cannot be determined. Product performance engineering will trend and monitor the experience circumstances. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the stent was placed and deployed with no issue; however, the balloon ruptured at 14 atm. No patient injury was reported. No additional event or patient information is available.